Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I results was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2935 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2935 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. A pre service vitros tropi es within-run precision test was not performed by the customer. Therefore, the performance of the vitros 5600 integrated system at the time of the event cannot be completely ruled out as a contributing factor. Vitros tropi es within run precision testing performed post ortho field engineer cleaning actions was within acceptable guidelines. Additionally, pre analytical sample processing could not be ruled out as a contributing factor. It was determined that the customer is not following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed non-reproducible, higher than expected, vitros tropi es results from a single patient sample processed using a vitros troponin I es reagent lot 2935 in combination with a vitros 5600 integrated system. Patient sample 1 result of 0.256 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. However, a corrected report was later issued for the sample. Ortho has not been made aware of any allegation of actual patient harm due to the events. (B)(4).